Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently exposing the receiver/stimulator. The patient was treated with oral antibiotics, however, the issue did not resolve. Per the clinic, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.